Manufacturer narrative:
(B)(4). Concomitant medical products: 42540000029, all poly patella cemented 29 mm diameter, 65270883. 42532006401, tibia cemented 5 degree stemmed left size c, 65204292. 42500606001, femur cemented posterior stabilized (ps) standard left size 6, 64921989. 98-0002-400-00, psn cm fm/cm tb/pe/pe psn pt, unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly did not seat properly on the tibial plate. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.